Event description:
It was reported that during patient use, a ventilator generated an alarm error message and stopped ventilating. The patient was removed from the ventilator, manually ventilated, and transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator, and confirmed the customer reported malfunction. A visual inspection found that a high token error was in the unit event log. The flow sensor receptacle was removed from the unit. Further inspection found that the back cover was no longer glued to the receptacle, allowing for a loose contact. The fse replaced the flow sensor receptacle and resolved the issue. The ventilator passed all tests, calibrations and operated within the manufacturing specifications.